Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 6.3 mmol/l. Customer states the battery was not previously used. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power loss alarm noted in the long trace or device history.